Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker and the right atrial lead exhibited loss of capture. Header anomaly was also observed in the pacemaker. The pacemaker and the lead were explanted and replaced. The patient was recovering and stable post procedure.

Manufacturer narrative:
The reported events of failure to capture, and defective device were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed at nominal and field settings indicated normal functionality. Further evaluation including capture test found normal capture results. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.